Event description:
The patient with aortic valve stenosis was undergoing tavr procedure. During deployment of the valve, the balloon ruptured. The new valve was fortunately seated on the aortic valve. However, when the physician attempted to withdraw the ruptured balloon, the balloon could not be retrieved thru the aorta/right iliofemoral sheath. The patient was taken to the or for retrieval. With the help of vascular surgery, the balloon was snared and after several manipulations a portion of the balloon was removed by the left femoral artery sheath and the rest via the right femoral artery sheath. Post-operatively, the patient developed a type b dissection of the left femoral artery and required a return to the or for endarterectomy of femoral artery with patch angioplasty, thrombectomy and four compartment left leg fasciotomy. The patient was admitted to the ICU post-operatively and had three-day ICU course before moving to a step-down unit. The patient remains hospitalized. Manufacturer response for aortic valve, commander ultra 26mm s3 valve (per site reporter). The technical representative was present in the cath lab during the procedure. To date, no response from the vendor.